Event description:
It was reported that while working on an arteriovenous fistula in the brachiocephalic a balloon rupture occurred. A mustang 6.0 x 40 balloon dilation catheter was inflated to 28atms when a balloon rupture occurred. The device was removed and the procedure was completed with a cutting balloon. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the catheter shaft was inside a 6fr sheath. The balloon was split, circumferentially in the center, into two pieces. Both the distal and proximal ends of the balloon remained bonded to the distal tip and proximal bond respectively. The proximal half of the balloon had also torn longitudinally for a length of 19mm. The distal half of the balloon was pulled back over the distal tip of the device. There was no balloon material missing. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated above its rated burst pressure per the dfu. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that while working on an arteriovenous fistula in the brachiocephalic a balloon rupture occurred. A mustang 6.0 x 40 balloon dilation catheter was inflated to 28atms when a balloon rupture occurred. The device was removed and the procedure was completed with a cutting balloon. No patient complications were reported and patient status is fine.